Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed with a vial-mate reconstitution device. The reporter stated that they observed chunks of the rubber stopper inside of the vial. This event occurred during device training. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, grey particulate matter was observed in the fluid path. The device was removed from the drug vials to perform an evaluation on the needle. The needle showed to be without any morphology that would have caused or contributed to fragmentation. Functional testing was performed on the device and no defects were observed. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.